Manufacturer narrative:
The investigation for the removal issues has been completed. No product was returned. The reported failure was on physician unable to advance the guidewire when attempted using guidewire re-access port . No other information is available. The cause of the removal issue was not determined since product was not returned and due to insufficient clinical information. Corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added date of death. B5-mso review. Added d6b. H1-type of reportable event changed to death. H6 impact code added 1802.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The complainant reported the 73-year-old male patient was on impella cp support. During removal, the physician attempted to access the guidewire re-access port on impella cp and was unable to advance the wire.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of removal issues has been completed. The pump was returned and inspected. A guidewire was able to be inserted through guidewire re-access port and removed without issue. The root cause of the removal issue was use related as no issue reproduced with the returned pump. D9 device returned to manufacturer date added. H6 updated with investigation results of the received device e4 should have been left blank on the initial manufacturer device report number 1220648-2024-19624 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-19624 in accordance with updated procedures.